Event description:
It was reported that during a retos-sigmoidectomy by video laparoscopy, the device locked, the jaws wouldn't open after being fired and the device became stuck on the sigmoid. The trocar was stuck to the device. A change in surgical technique was used to remove the material. There were no adverse consequences to the patient reported. Additional information was requested and received, "the surgeon had to increase the incision in the abdomen, use another stapler contour to perform the rectum section. It was not necessary to convert the surgery, because this is a very experienced surgeon."

Manufacturer narrative:
(B) (4). (B) (4). Damaged universal seal assembly. Evaluation summary: the analysis results of the sleeve found that it was received with one endocutter inserted through the trocar, causing the deformation of the seal mechanism and with a piece of dried tissue clamped. See attached pictures. The clamp dried tissue does not allow the removal of the endocutter from the sleeve. Upon removal of the dried tissue from the endocutter, no anomalies were noted during insertion and retraction of it. A potential cause of the event reported is tried to remove the endocutter with a piece of tissue clamped causing that it get stuck during the transit through the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.